Event description:
It was reported that a small volume infusor leaked. The leak was described as backflow from the fill port. This occurred during filling with saline (non-baxter product). The reported stated that the bladder was not damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection and functional testing identified a leak at the fillport. A microscopic examination of the unit revealed the cause of the backflow condition; the backflow was due to a tiny fragment of acrylic material (approximately 1.5 mm in size) trapped under the check-band. Should additional relevant information become available, a supplemental report will be submitted.